Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had numbers ramping on the display. Blood glucose level at the time of the incident was 312 mg/dl. The caller did not recall any significant events leading up to this issue. The caller was advised that the insulin pump would be replaced but did not return the device for analysis.

Manufacturer narrative:
The insulin pump had no unexpected display anomalies, scrolling/ramping/cycling of numbers noted during testing. The pump passed self-test, displacement test, rewind test and basic occlusion test. The insulin pump had an intermittent button response on the act and up arrow buttons due to corroded keypad traces noted. We were unable to prime during prime test due to faulty force sensor resistor. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot and missing end cap sticker.